Event description:
The customer contact reported pinholes: subsequently, a leak was noted. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the caregiver noted condensation on the outside of the tubing set. The customer contact reported that it seemed like there were tiny pinholes in the tubing of the tubing set. No specific details were provided. After an unspecified length of time, the customer contact indicated that an unspecified volume of solution leaked and formed a puddle on the floor. The customer contact reported that the patient's outcome was an unspecified minor injury; however, there were no reported medical interventions and no reported delay of therapy critical to this patient. No additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.